Event description:
(B)(4). Every month for the past 3 years I get a sharp stabbing pain on my lower right side. It occurs around ovulation and also during menstruation. It usually subsides after a couple days. I have spoken with my dr who has denied it being caused by essure and that it is probably scar tissue pulling. The other day I was sitting in my bed and also while in my car and it just starts occurring out of nowhere. It feels like getting poked with a needle.